Event description:
It was reported that the patient experienced unknown post-op condition with calaxo screw. No details have been provided at this time.

Manufacturer narrative:
Product recall initiated on august 21, 2007. No additional information is available at this time. If additional information becomes available, a review of the complaint and a supplemental medwatch report will be completed if necessary.